Event description:
An endurant ii bifurcate stent graft was implanted during the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported that evar procedure was an acute case and the use before date of the stent graft was not checked prior to use. The device was implanted past its expiry date in the patient. The procedure went well, with no issues. Per the physician, the cause of the event was the expiry date of the stent not being checked prior to the use in human error. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.